Event description:
It was reported that doctor met resistance while advancing iab through sheath into pt. Assembly was exchanged. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed when eval is completed.